Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their implanted device was dead and they hadn't charged it in a long time. Patient noted that they hadn't been using the stimulator because it wasn't helping at all and they had back surgery. Patient stated they had a back surgery and they were going to take the implanted neurostimulator out during the surgery, but the surgery took too long and now it's been a year since their back surgery. Patient mentioned they just had a shoulder put in and they are trying to get the device out of them. Patient also mentioned they had an MRI scheduled today, but they couldn't get the implant to charge or go into MRI mode because the controller or recharger wouldn't find the implant. Patient mentioned that the recharger is right over the implant; patient added that they have a lump on their back where the implant is. Agent walked patient through resetting the controller. Patient confirmed no visible damage to the equipment. Patient then connected the recharger and confirmed no device found. Patient entered passive recharge mode and saw 95-95-96. After a few minutes, patient saw the middle number jump to 94 then 95 then 93 and the low jumped to 93. Agent put patient on hold for about 5 minutes to allow the equipment to cycle through passive recharge mode and patient saw 94-94-95. Shortly after, patient mentioned that they were recharging. The troubleshooting steps that were taken on the call resolved the issue.